Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, and scope ID is not displayed (display issue). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of error e315: it is believed that the image anomaly was caused by water droplets sticking to the board circuit due to flooding into the scope connector and shorting out. Based on the results of the investigation, it is likely the following led to the malfunction of a display issue: since water was confirmed inside the scope connector in event 1, it is speculated that the water may have damaged the connector circuit board, causing a short circuit. Based on the results of the investigation, it is likely the following led to the malfunction of foreign matter: olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited error code 315 (incompatible scope). The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - address:(B)(6). E1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.